Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient started remedial treatment with cifran (250mg twice a day orally). On an unreported date, the patient received remedial treatment with fortum (250gm in each bag for 14 days) and vancomycin (2g 1st day and 7th day). It was unknown if the peritonitis had resolved. Dianeal therapy was ongoing as was remedial therapy with cifran. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.